Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low impedances. The physician attempted to replace the lead, but was unsuccessful due to occlusion and the patient's anatomy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007. (B)(4).